Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: a review of the pump¿s black box revealed loss of prime warnings with an unidentified low force. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no loss of prime occurring. The force calibration passed within specification. The pump case was removed and there the force sensor pins were seated and the solder connection was intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.